Event description:
I had breast cancer, double mastectomy, and got the (natrelle mentor?) Breast implants in 2011. Since then, I have been disabled. I have fibromyalgia, chronic fatigue syndrome, and several other symptoms ever since. My doctor told me today that I¿m to meet a surgeon to get an extraction of implants. My life has been nothing but pain and misery. I¿ll know more after next week. Just wanted to report what I learned today. I¿ve tried for 7 years to find out why I¿ve been so sick and was told today most likely the implants. Will know more next week, do not absorb b vitamins, heavy metals.